Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, concentric, moderately calcified de novo mid right coronary artery. A 3.0 x 15 mm and a 3.0 x 18 mm xience alpine stent catheter was used but met resistance when advancing through a non-abbott 5 fr guiding catheter extension. The 3.0 x 15 mm stent catheter became stuck on the guiding catheter extension, which made it difficult to remove. The distal end of the 3.0 x 15 mm stent's strut was also flared. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.